Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that after the intraocular lens (iol) implantation procedure, the patient experienced blurry vision. Subsequently the lens was removed and replaced with an unspecified advanced technology intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was anisometropia. Additional information has been requested but is not available at the time of this report.